Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported there was some ooze and a small amount of blood at patient¿s stoma site. It was reported the patient was noted to be pulling at peg-j tube at times. On (B)(6) 2021 it was reported the patient is taking oral antibiotic flucloxacillin, as prescribed by referring unit for stoma site ooze. On (B)(6) 2021 a small granuloma was noted at stoma site. Patient's wife to contact gp on (B)(6) 2021 regarding granuloma.